Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching above 500 mg/dl. The pod worn between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. Symptoms reported include vomiting and mouth was dry. At the hospital the patient was placed on intravenous therapy. The patient was still currently in ER at the time of the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.